Manufacturer narrative:
Updated results - added power supply the fse confirmed the customer¿s reported problem and noted an error code 1014. Replaced the power supply, backup battery and the external battery. The power supply was found to be at fault in this instance. The unit passed all required testing.

Event description:
It was reported that the external battery fails testing. No patient involvement.